Event description:
During a laparoscopic supracervical hysterectomy, the surgeon was using the device when in the beginning of the case, the min hand control began functioning intermittently. Then 3/4 thru the case, the device would not activate and the generator was default to standby. Another device was opened to complete the case. There was no patient consequence. One device is being returned.